Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 48 mg/dl. Customer tried to calibrate but it said calibration not accepted. Customer noticed that her sensor was loose as she was getting ready to remove it. Troubleshooting was declined. Customer reports they know the cause of the product not adhering. The insulin pump was not returned for analysis. Unomed inf set, frn-mmt-332-rsvr, ozp-mmt-7020-snsr.